Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During non clinical activity, the user observed a separation between the lamp plug and the cable. The user reported the lamp plug was deformed. No other details regarding the nature of the event were provided. Since the event occurred during non clinical activity, there was no patient involvement during this event.